Manufacturer narrative:
Date of event was estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00958. It was reported the patient is not receiving effective therapy due to high impedances on both leads due to multiple falls. As a result, the patient underwent surgical intervention on (B)(6) 2021, wherein the leads were explanted and replaced to address the issue.